Manufacturer narrative:
Review of the gmax-pro console inspection found no technical anomaly. Review of the gentlemax pro laser system treatment guidelines confirms that the treatment provider used the correct system settings/techniques as described in the treatment guidelines. A review of the device history record and service history did not identify any negative trends on the reported problem. Information regarding patient adherence to pre- and post- treatment precautions were requested. The alleged event is not confirmed. There is no indication of a device malfunction causing the reported event.

Event description:
A clinic located in (B)(6) reported to technical support, that a (B)(6)-year old female patient received a facial skin-tightening treatment with the gentlemax pro, and later reported that the laser must have hit her earring and cut her ear during the (B)(6) 2019 treatment. The patient had two previous treatments. Photo provided did not suggest burn or cut. Upon follow-up with the patient's clinic, it was indicated that a split in the patient's earlobe is the patient's complaint. The clinic reported that the patient's face was treated and checked throughout the treatment. The clinic stated that no painting method was used during the (B)(6) 2019 treatment. The clinic reported that protective measures, covering of ear and hairline are used during treatments. The clinic reported that the patient denied any medical history or medications which could be contributory to the reported event. Patient canceled the march treatment a few days before the scheduled appointment, and reported the ear injury in april.

Manufacturer narrative:
Correction: the incorrect date was entered. The correct date for date rec'd by MFR is 5/29/19.